Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy due to incorrect interpretation of signal. Further information was requested however, was not provided.